Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during a routine generator change, the insulation was noted to be peeling away below the yoke of the right ventricular (rv) lead. The rv lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.